Event description:
Reportedly, the programming inductive head no longer works. As a result, the programmer is unusable. Preliminary analysis showed that some wires were interrupted in the cable of the inductive head, which caused the reported issue. It most probably resulted from an excessive mechanical stress on the wire.

Event description:
Reportedly, the programming inductive head no longer works. As a result, the programmer is unusable. Preliminary analysis showed that some wires were interrupted in the cable of the inductive head, which caused the reported issue. It most probably resulted from an excessive mechanical stress on the wire.